Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is pending completion, as the investigation is ongoing. As part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the user facility¿s reprocessing practices and to provide reprocessing training as necessary. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope cultured positive for an unknown microorganism. The scope was also reported to have bio-film buildup or internal damage. There was no reported patient infection or injury.

Manufacturer narrative:
This report is being updated to provide the results of endotherapy support specialist (ess) review of the reprocessing technique. The ess completed an in-service for the customer and a review of the reprocessing technique. Ess observed user facility staff members handling scopes without gloves in the storage closet and hand carrying the scopes. Ess also noticed stacking of the scopes in the reprocessing room. Handling recommendations were made such as not sitting the scope down on the boot during procedures and to not sit the scope down upside down on the handles. Leak test corrections were made as the customer was not testing the air pressure before putting the leak tester onto the scope. Reprocessing manuals were sent to the customer for the gif-hq190 and tjf-q180v. The cause of the scrapes inside the channel wall is likely attributed to improper usages of accessories. For the foreign material build up, it may be possible that improper reprocessing process may have attributed to the reported event.

Manufacturer narrative:
The customer declined sending the scope to third party laboratory analysis and requested the scope continue with olympus evaluation. The evaluation confirmed the complaint for biofilm buildup or internal damage. The evaluation found teardrop-like foreign material, scrapes, and collapsed and lifting areas within the biopsy channel. The scope also failed the leak test at switch number 2. A review of the scope service history showed that since a full refurbishment in february 2017, the scope biopsy channel has not been replaced, and the scope has accumulated 386 uses.